Event description:
It was reported that the guidewire unraveled after the placement of the stent during an acucise procedure. The decision was made to leave the guidewire in the patient so that the stent would not be dislodged.